Event description:
It was reported that the cot was raising and lowering on its own without user input due to a damaged control button assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.